Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. Technical services (ts) referred the patient to the clinic for further evaluation. A boston scientific field representative reviewed device remote monitoring and found that the battery was at seven percent which was the likely reason for the beeping. No adverse patient effects were reported. Later, this device was explanted during scheduled generator change out procedure for normal battery depletion (nbd). A new s-ICD was successfully placed. This product was received by boston scientific for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.